Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that while booting up the 9800 system, the c-arm displayed a communications error. No patient injury was reported.